Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5515-f-302, triathlon ps fem component, cemented, lot code: iwzya. Cat. No.: 5521-b-300, tri ts baseplate size 3, lot code: bszr. Cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m8m7d. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Catalog #: unknown. Lot #: unknown. Manufacture date: unknown. A review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. A provided x-ray confirms the knee is not in proper alignment, confirming the popping sound in the reported event. However, the infection could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient stepped out of the shower and felt a pop in her knee. The doctor took x-rays. Doctor performed surgery. During removing hardware, the doctor found the knee to be infected. The doctor put in antibiotic spacers and beads in. Right knee.

Event description:
It was reported that patient stepped out of the shower and felt a pop in her knee. The doctor took x-rays. Doctor performed surgery. During removing hardware, the doctor found the knee to be infected. The doctor put in antibiotic spacers and beads in. Right knee.